Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: l4 to s1 hardware removal and exploration of fusion; l2 to l4 bilateral revision laminectomies for purposes of central neurological decompression; l2 to s1 posterior segmental instrumentation; l2 to l4 bilateral posterolateral intertransverse process arthrodesis and morselized autograft for sonographing purposes; l2-3, l3-4 posterior lumbar interbody fusion with application of tlif interbody fusion cage as well as bone morphogenic protein-containing sponge at each level; l3-4 spondylolisthesis reduction with utilization of posterior vertebral body osteotomy at l3 and l4. Pre-op and post-op diagnosis of: lumbar spondylosis and spondylolisthesis. As per-op notes: ".. The disk material was resected at each level and new plates were prepared for arthrodesis using distraction technique as well as end plate shavers and a high-speed bur and then impacted full of bone graft, bone morphogenic protein-containing sponge as well as tlif inter body fusion cage at the l2-3 and l3-4 levels. Two posterior hard rods were then molded into lordosis and secured from l2 to the sacrum bilaterally using complex reduction tool at l3-4 to reduce the spondylolisthesis. These were then locked into appropriate tightness using the torque wrench. Two transconnectors were applied. The bone graft was used to fill the posterolateral gutters from l2 to the sacrum as well as bone morphogenic protein-containing sponges at l2-3 and l3-4 bilaterally.. No complications were reported.."

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion using rhbmp-2/acs. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression and chronic pain and radiculitis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.